Event description:
The trial pt ((B)(6)) was implanted with a percutaneous lead on (B)(6) 2010. It was reported that the lead was explanted on (B)(6) 2010 due to migration. The explanted device will not be returned to the MFR for analysis.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.